Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, it was noted that the right ventricular (rv) lead and right atrial (ra) lead had become dislodged and experienced non-capture. The leads were revised, however, the ra lead dislodged again and the rv lead exhibited increased threshold and intermittent loss of capture following the revision. The physician unscrewed and screwed in the setscrew of the device to determine if that was the issue. The physician finally elected to explant and replace both leads. Upon connection of the new leads, the device experienced intermittent loss of capture. The leads were connected to the analyzer with stable thresholds and impedances noted. The physician attempted this three times with intermittent loss of capture noted each time. The physician decided to explant and replace the device and set the device to do. No patient complications have been reported as a result of this event.